Manufacturer narrative:
The previous supplemental report was inaccurate in regards to a malfunction from the insulin pump. It was discovered that there was no malfunction from the device and the report was a serious injury.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 at 2 pm with a blood glucose level of 700 mg/dl. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer stated that they received an insulin flow block alarm. The customer's current blood glucose was 354 mg/dl. The customer was assisted with troubleshooting and the customer was assisted with changing their sets. The insulin pump will not be returned for analysis.